Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: thread of the clamping screw is defect on the sagittal saw attachment. This is 1 of 1 report for complaint (B)(4).